Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that a (B)(6)-year-old female child patient experienced high blood glucose level due to the infusion sets which were not working as intended. Therefore, they tried to treat it with bolus via the pump, but on (B)(6) 2021, she was admitted to the hospital. The patient's highest blood glucose level was 600 mg/dl and had high ketone levels which her health care professional assessed as dangerous/life threatening. The patient was then transferred to the intensive care unit. Moreover, the hospital reported that the insulin was not going through the tubing and the infusion set. The infusion set had been used for less than 24 hours. During hospitalization, the patient received insulin, fluids of saline and unspecified medication (drug name unknown) intravenously, which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. No further information available.